Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that sample integrity is good, and there was no hemolysis, lipemia, icteria, or fibrin clots. The quality control (qc) is within range, and there were no errors or hardware issues. The reagent is well mixed, and no clumping was observed. Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse inspected the advia centaur xpt instrument and calibrated the sample, ancillary, and reagent probes. Verified the dispense on aspirate probes and ran the dark count test with and without cuvettes and a water test. The cse noted no issues post-service visit. Siemens evaluated the information provided and services performed, and the cause of falsely elevated progesterone (prge) results is unknown. The reported issue was resolved through troubleshooting and has not recurred since the service intervention. The instrument is performing within specifications, and no further evaluation of the device was required. MDR 2432235-2021-00167 was filed for the same event. MDR 2432235-2021-00169 was filed for the same event.

Event description:
The customer observed discordant falsely elevated progesterone (prge) results on the advia centaur xpt with serial number (B)(4). The discordant results were observed during the initial test on (B)(6) 2021 and during repeat testing on (B)(6) 2021 and (B)(6) 2021. The customer informed siemens that a falsely elevated result (2.2 ng/ml) was reported and questioned by the physician(s). The customer used an alternate advia centaur xpt and an alternate laboratory to test the patient sample and stated that the repeat results were negative. The customer considered the negative results correct and noted that the physician(s) also expected a negative result. The customer used the negative result (0.90 ng/ml) to issue a corrected report to the physician. There are no reports of patient intervention or adverse health consequences due to the falsely elevated progesterone (prge) results.